Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified volume of lactated ringer's solution via gravity during an unspecified surgical procedure. The option-lok male adapter of the tubing set was connected to an insyte autoguard 20 gauge IV catheter. The customer contact reported the patient's arms were tucked under a sheet. After an unspecified length of time in use, an unspecified volume of blood was noted leaking onto the sheet. It was reported that the option-lok male adapter of the tubing set disconnected from the IV catheter. It was reported that the option-lok male adapter of the tubing set was reconnected to the catheter and the connection was reconnected and tightened. The therapy was resumed. A hemoglobin was drawn with a result of 8.0gm/dl. The customer contact reported that patient was treated with "at least one unit" of packed red blood cells and the surgical procedure was completed as planned. After the procedure was complete, the patient was transferred to the recovery room. After an unspecified length of time, the patient was transferred to an inpatient room as planned. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unknown. A representative device from a different lot 01093ns was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.